Event description:
The customer reported the device failed to power up, the device had not been powered up for months. There was no report of patient involvement.

Event description:
The customer reported the device failed to power up, the device had not been powered up for months. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.